Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 486 mg/dl. The customer stated that he was experiencing shallow breathing, headaches, and confusion. The customer also stated that he had unexplained high glucose for the past five days. The customer's most recent blood glucose reading was 294 mg/dl, and he has been treating with the insulin pump. Reviewed the programming, time, and date and they were correct. The customer declined to troubleshoot the insulin pump and stated that his infusion sets were not working properly. No further info was provided.